Event description:
User facility reports 2 pts were treated for destruction of ciliary body using a g-probe, and treating physician noticed a scleral burn.

Manufacturer narrative:
Visual inspection of the probe found blood and tissue debris on the tip. The probe exhibited low power due to the build up of blood and tissue debris. The root cause of the sclera burn cannot be determined. The g-probe operator manual (pn 13105, rev b) warns "always keep the fiber-optic tip/eye interface well irrigated to minimize risk of overheating and burning tissue onto fiber face. Significant scleral burns are not typical and may indicate contamination at the g-probe tip. Replace immediately. Do not continue to use; a full thickness or near full thickness clerostomy may result." If the pt eye had blood or other pigmented tissue at the g-probe placement site, this organic material could have been burned onto the fiber face causing the tip to be highly absorbing for subsequent laser applications until this debris is removed. The instructions for use and user manuals instruct the user to keep the fiber clean during surgery. Once contamination occurs, use of the contaminated device should be discontinued as recommended. The physician noted on the complaint info form that no surgical intervention was performed and the pt was stable with no complications.

Event description:
User facility reports 2 pts were treated for destruction of ciliary body using a g-probe, and treating physician noticed a scleral burn.

Manufacturer narrative:
Visual inspection of the probe found blood and tissue debris on the tip. The probe exhibited low power due to the build up of blood and tissue debris. The root cause of the sclera burn cannot be determined. The g-probe operator manual (pn 13105, rev b) warns "always keep the fiber-optic tip/eye interface well irrigated to minimize risk of overheating and burning tissue onto fiber face. Significant scleral burns are not typical and may indicate contamination at the g-probe tip. Replace immediately. Do not continue to use; a full thickness or near full thickness clerostomy may result." If the pt eye had blood or other pigmented tissue at the g-probe placement site, this organic material could have been burned onto the fiber face causing the tip to be highly absorbing for subsequent laser applications until this debris is removed. The instructions for use and user manuals instruct the user to keep the fiber clean during surgery. Once contamination occurs, use of the contaminated device should be discontinued as recommended. The physician noted on the complaint info form that no surgical intervention was performed and the pt was stable with no complications.